Event description:
Customer was having issues with connecting a patient monitor to acuity central station. The customer stated that one of the ports on their terminal server was not functioning. The patient monitor was then connected to a working port on the terminal server. This resulted in a temporary inability to centrally monitor a patient. There was no report of any patient harm as a result of this event. Welch allyn offered to replace the terminal server to the customer.

Manufacturer narrative:
The customer elected not to return the terminal server to welch allyn. The customer's biomed independently evaluated the terminal server on site and confirmed the failure on one of the ports. A terminal server is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn.